Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected app shutdown occured. No data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.